Event description:
A complaint was reported to boston scientific corporation on an escape retrieval basket. According to the complainant, during unpacking of the device it was noted that the plastic pouch was cut and the sterility was compromised. No damage to the outer shipping box was noted. No procedure or patient was involved in the event.